Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-may-2023, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got an infection at the pocket site 3 weeks post-op after going to an indoor water park. It was reported that it was unknown if there were any specific environmental/external/patient factors that may have led to the issue. It was unknown if there were any diagnostics/troubleshooting performed or if any interventions/actions were taken to resolve the issue. It was noted that after trying to treat the infection with oral antibiotics, the decision was made to explant the device system. The surgical procedure to remove the devices was performed on (B)(6) 2019. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.